Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination. Functional testing revealed that the battery had exceeded the useful operating life of charge and discharge cycles. This is an additional observation not related to the reported event. The most likely root cause of the cycle count can be attributed to the battery reaching the end of its useful life. Functional testing also revealed a flag that was disabled. The disabled flag prevents the battery from charging or providing power. Supplemental testing revealed a damaged wire inside the battery output cable. After replacing the cable with a good known, the battery pass functional test without anomalies. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a damaged wire due to wear of the cable and/or to the handling of the device. Concomitant medical products: dvbb1d4 ICD and 6935m62 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned the manufacturer because it was not charging and displayed a solid red status light when connected to the battery charger. The battery subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.